Manufacturer narrative:
Evaluation summary one used lf1537 ligasure device was received, and an evaluation of the sample confirmed the reported issue with difficult opening the jaws. Visual inspection found the metal flange on the jaws of the device was broken, but was still attached. Because of the issue, the handle could no longer open the jaws. The issue also allowed the knife to be deployed when the jaws are open. The tube is made of stainless steel and should not break without excessive force or abuse. The damage to the metal flange is consistent with reprocessing or multiple uses. The investigation identified the root cause of the reported event to be user error. The instructions included with this product cautions users that this is a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open and close. The issue occurred after sixty minutes of use. There was no patient injury.